Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the most probable root cause of the reported malfunction was component failure, a faulty printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that gastrointestinal videoscope showing stars on the screen. The event occurred during colonoscopy procedure. There were no reports of patient harm.